Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (1000mcg/ml, 199mcg/day) in an implantable pump for non-malignant pain and degenerative disc disease. A low battery reset occurred on (B)(6) 2016. The pump logs were checked and reviewed. The patient experienced sudden increased spasticity, difficulty urinating, and anxiety. The symptoms began on (B)(6) 2016. The pump was programmed to minimum rate, the alarm was silenced, and the patient was scheduled for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.